Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and found that the device had been tampered with. The flex board serial number in the device did not match the serial number in the electronic device history record. The device was returned to the customer unrepaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating there was a speaker malfunction. It is unknown if the device was in use at time of event, and there was no adverse event reported.